Event description:
It was reported per article of interest literature review that the authors examined the real-world long-term clinical outcomes of consecutive adult patients of all ages with implantable cardioverter defibrillators (icds). This retrospective observational study had a total of 416 consecutive patients from 4 tertiary hospitals ((B)(6) hospital, (B)(6) hospital, (B)(6), and (B)(6)) who underwent ICD implantation or were upgraded from an existing permanent pacemaker between january 2011 and november 2022. The analysis included all types of ICD therapy, including transvenous and subcutaneous implantable cardioverter defibrillators (s-icds) with or without cardiac resynchronization therapy (crt). One patient experienced intrathoracic placement of an s-ICD electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
Hagiwara, hikaru, et al. (2025). Real-world long-term effectiveness of implantable cardioverter-defibrillators in elderly patients. Circ rep 2025; 7: 15 - 24. Doi: 10.1253/circrep.cr-24-0131.

Event description:
It was reported per article of interest literature review that the authors examined the real-world long-term clinical outcomes of consecutive adult patients of all ages with implantable cardioverter defibrillators (icds). This retrospective observational study had a total of 416 consecutive patients from 4 tertiary hospitals (kushiro city general hospital, hakodate municipal hospital, sunagawa city medical center, and national hospital organization hokkaido medical center) who underwent ICD implantation or were upgraded from an existing permanent pacemaker between january 2011 and november 2022. The analysis included all types of ICD therapy, including transvenous and subcutaneous implantable cardioverter defibrillators (s-icds) with or without cardiac resynchronization therapy (crt). One patient experienced intrathoracic placement of an s-ICD electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
Hagiwara, hikaru, et al. (2025). Real-world long-term effectiveness of implantable cardioverter-defibrillators in elderly patients. Circ rep 2025; 7: 15 - 24. Doi: 10.1253/circrep.cr-24-0131. Correction to field b1: adverse event/product problem to include adverse event. Correction to field d5: operator of device, updated to healthcare professional.